Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The evaluation determined that the device failure to start was due to a software issue. The device was serviced to address this issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in paris, (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power fault while using the external battery. There was no patient injury reported as a result of this incident.